Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check on (B)(6) 2021. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and loss of sensing. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.